Event description:
It was reported that the device went to elective replacement indicator (eri) unexpectedly and premature battery depletion is suspected. The device was explanted and replaced. The right ventricular (rv) lead had high thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device went to elective replacement indicator (eri) unexpectedly and premature battery depletion is suspected. The device was explanted and replaced. The right ventricular (rv) lead had high thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: 694965 implantable tachy lead, implant date: 2007 (B)(6). (B)(4).